Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was seen twice in ER for phrenic nerve stimulation, (B)(6) 2023 and (B)(6) 2023. On (B)(6) 2023, lv autocapture was disabled and lv output was reprogrammed 3.75v at 0.4 ms, which resolved the issue. On (B)(6) 2023, settings were adjusted again, resolving the issue. Lead remains implanted. Should additional information become available, this file will be updated.